Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed that the up, down, ok and contrast buttons were responsive to button presses and were functional. The keypad had no visible sign of damage. The keypad cover was removed to check condition of the button contacts and there was no contamination or any other anomaly found. The pump was opened to check internal conditions and the keypad flex was firmly seated in the connector with no signs of damage or contamination visible on the flex or connector. Product analysis was unable to duplicate the complaint of an unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.